Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a critical error. The insulin pump was not dropped or bumped. No blood glucose reading was given. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to display anomaly. The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay and fading serial number label.